Event description:
Boston scientific received information that the device and this right ventricular (rv) lead exhibited an alert for high voltage detected on the lead during charge. Boston scientific technical services (ts) reviewed the episode in latitude and noted this alert indicates external voltage while the device is charging. The data was reviewed by an engineer and found three aborted capacitor reformation attempts followed by a fourth successful attempt. This alert can be triggered by stray currents passing through the body at the time of a charge. Ts suggested trying to determine if there was an electromagnetic interference (emi) source and do two cap reforms to verify the device can charge. The patient will be coming to the office for further analysis. There were no adverse patient effects reported. There is no further information regarding the patient coming into the office for a device check. A review of the device data was completed by an engineer and because the source of emi cannot be confirmed, must consider the possibility that the device malfunction. There is reasonable concern that the high voltage components in the device could have been damaged in which case the current could leak out to the shocking leads during a charge. If environmental issue are ruled out, a malfunction is strongly suspected and the device should be replaced. All available information indicates the device and rv lead are still implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.